Event description:
Pt has had problems intermittently with superior vena cava syndrome. Admitted to hosp 10/18/99 to rule out recurrent deep vein thrombosis svc. Port removed 10/22/99 surgically. Pt also had percutaneous angioplasty of the svc at the junction of the right atrium, had significant improvement of venous return to heart.